Manufacturer narrative:
Operative notes were received for further review. Review of the primary operative notes found that after implantation of the final components, range of motion and stability were excellent throughout with well-balanced gaps and acceptable tracking of the patella. There were no intraoperative complications. Review of the revision surgical notes found that the back side of the tibial component had a volume of 40% to 60% fibrous ingrowth. The pegs were 50% ingrown and more than 50% fibrous. The femoral and patellar components were felt to be intact and left alone. The patient had a small partial 25% avulsion of the patellar tendon insertion on the tibia. Root cause identified in previous investigation remains unchanged.

Event description:
It is reported that the patient was revised due to pain and tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the persona two pegged tm tibia, size e shows that both the posts have been cut off and there are some gouges on the proximal side of the device. Little bone growth is noted on the distal surface of the device around the two posts. It has also been noted that a small portion of the distal surface on the anterior end of the tibia has been chipped off, likely the result of removal. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. Product history search revealed no additional complaints against the product lot combination. This device is used for treatment. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.